Event description:
Related manufacturer reference number: 1627487-2019-06597.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 1627487-2019-06597. It was reported that the patient was in a car accident and the lead was damaged. As a result, the patient did not have effective therapy and the devices were explanted in (B)(6) of 2018.